Event description:
On (B)(6) 2013, it was reported that patient's infusion device did not deliver the basal rate on (B)(6) 2013, but only delivered the programmed boluses. At 5:30am the patient's blood glucose level was 142 mg/dl and she ate 3 be and administered 5 units of insulin via the infusion device. At 10:30am it was 270 mg/dl and she administered 7.5 units of insulin via the device. At 12:00pm it was 250 mg/dl and she administered 3.0 units of insulin via the device. At 2:30pm it was 70 mg/dl. That evening the patient determined that her device must not have been delivering her basal rates. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.